Event description:
The customer reported the system was unable to make fluoro. No patient injury was reported.

Manufacturer narrative:
The service rep observed the problem. The gib node disconnected error. The rep adjusted voltage to 5.05 vdc. Erased gib flash and reloaded cal files. He rebooted and tested system made fluoro without fail numerous times before returning to service.